Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. It was reported that on a follow-up CT scan, the physician found the left common iliac had developed thrombus inside the limb and stent graft. The thrombus inside the stent graft is lower in the limb and did not include the bifurcated stent graft. It was reported that the patient required secondary intervention whereby the physician re-lined the limb to address the clot that had developed. Ivus was done and showed a good result. The physician stated the patient is expected to be discharged soon. Review of a post-implant cta with no measurement scale was completed. Cta's revealed that an endurant stent graft system was implanted into the aaa/iliac arteries. Beginning just near the level of the distal aorta, the left iliac limb is seen to have areas of thrombus continuing distally to the end of the flared stent graft near the left internal iliac artery. There is no evidence of any limb kinks or compression within the iliac artery. Just proximal to the thrombus, within the distal aorta, the left limb is seen compressed by the right limb. No thrombus is seen within the smaller stent graft diameter right limb. The cause of the limb thrombus cannot be determined from these images. It is possible that placement of the flared limb within the tight distal aorta may have contributed.